Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed that there was no insulin for the second time. The customer¿s blood glucose level started to go high 413mg/dl on (B)(6) 2017 and at the time of the incident the blood glucose levels were at 234mg/dl. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during failure analysis. Multiple boluses were program. All boluses were properly delivered and recorded in history and daily totals. Monitored time clock for 5 days. No time clock anomalies noted. Unit received with minor scratches on case and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.